Event description:
(B)(4). Extreme fatigue, headaches. Itchy skin on my neck and chest. I have been telling my endocrinologist for a year now about my fatigue. He did a full panel of blood work. Could not find anything wrong. Did change my dosage of synthroid and added a t3 supplement. Told my internal medicine doctor about my headaches and she recommended magnesium. It did not help. I told my dermatologist about my red itchy skin on my neck and she gave me a steroid cream that did not work. This has all been in the last 12-18 months.